Manufacturer narrative:
During technical onsite visit the field service engineer performed preventive maintenance of the device. The logfile review shows six successfully performed treatments. According to the missing information about the treatment details the related treatment cannot be identified. But the review of the complete day shows all treatments were finished successfully without any issue. The root cause could not be determined conclusively. According to logfile review result no vacuum loss occurred. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported vacuum loss in one eye while making the flap. The flap was completed with a microkeratome. No patient harm. Additional information received states the surgeon replaced the patient interface.